Event description:
Customer reported that the sys displayed an interlock failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the interlock connections. Sys operates as intended.